Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise, oversensing, pacing inhibition, and high out-of-range pacing impedance of greater than 2,500 ohms. A fracture on the conductor coil of the ra lead was suspected based on the clinical observations. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.